Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed a bacterial infection at the ipg site and was admitted to the hospital. Symptoms were fever and drainage at the ipg site. Antibiotics were prescribed. The physician believed that the infection was not device or procedure related and cause was unknown. The patient's pocket site and ipg were cleansed with saline solution.